Event description:
On (B)(6) 2011, pt reported the up/down buttons on her infusion device are not working. Pt stated, she noticed this issue while she was attempting to bolus. Pt reported she noticed this around 5 days ago. Pt stated she noticed it when she was going through her bolus history and while bolusing. Pt reported the buttons pop back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.